Event description:
Customer reported that they did not see drops at the end of the tubing during priming. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.